Event description:
It was reported that during the implant attempt, it was not possible to place the left ventricular (lv) lead as the patient's vessel was too small. The lead was not used, and was not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. All conductors were found to have blood/body fluid (not obstructed).